Event description:
On (B)(6) 2022, it was reported that this peritoneal dialysis (pd) patient had an infection and had their pd catheter (not a fresenius product) removed. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: upon review of the available information, there is no allegation or objective evidence indicating a serious patient injury, death, or other adverse event(s) occurred while utilizing a fresenius medical device(s) and/or product(s). Additionally, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 05/dec/2022, it was reported that this peritoneal dialysis (pd) patient had an infection and had their pd catheter (not a fresenius product) removed. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage. The power entry module is damaged. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2022, it was reported that this peritoneal dialysis (pd) patient had an infection and had their pd catheter (not a fresenius product) removed. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction provided in h6.

Event description:
On (B)(6) 2022, it was reported that this peritoneal dialysis (pd) patient had an infection and had their pd catheter (not a fresenius product) removed. Attempts to obtain additional information were unsuccessful.